Event description:
Healthcare professional reported, a right side rupture. And capsular contracture, baker grade iii. Device explanted.

Manufacturer narrative:
Device evaluation : visual analysis of the returned device identified, underweight, creases fold, wear abrasion, and an opening. A microscopic analysis was performed which identified, a crease sharp opening on radius and stress marks. Based on the device analysis, the final assessment is: a crease sharp opening on radius assessed, as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device explantation with capsulectomy and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported a right side rupture and capsular contracture baker grade iii. Device explanted.